Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated as the event was reported to have occurred 6 months prior. Factors which can contribute to difficulty removing the non abbott micro catheter with the guide wire include, but are not limited to, obstructions in the guide wire lumen, contrast/blood build-up, kinks, bends, handling, or damages to the guide wire or catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the micro catheter. In certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. The guide wire and the micro catheter used in the procedure were not returned which could have aided in the evaluation. To ensure that difficulty to remove does not result a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported inability to remove and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a total occlusion of an unknown vessel. During removal of the progress guide wire, difficulty was experienced with a non-abbott micro catheter. A non-abbott guide wire was used to complete the procedure with the same micro catheter. There were no adverse patient effects reported. Though requested, no additional information was provided.